Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only a main coil was returned for this complaint.the delivery wire and the introducer sheath were not returned.the main coil was found kinked and stretched, besides, the fiber bundles had blood residues.the interlocking arm was detached and it was not returned. Zap tip has a smooth surface. Dimensional inspection revealed that the number of distal fiber bundles, zap tip outer diameter and primary coil outer diameter were within specification. However, the number of proximal fiber bundles failed to meet specification.

Event description:
Reportable based on device analysis completed on 21-jan-2019. It was reported that the coil became stuck in the catheter. A 10mm x 40cm interlock-35 coil was selected for use. During the procedure, there was resistance when the device was delivered to the mid section of the catheter and the coil became stuck and could not be pushed out. The physician retrieved the device along with the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that interlocking arm was detached and proximal fiber bundles were missing.